Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case and bail covers were broken and contaminated, that the lower case and cover were broken, that the battery drawer and battery drawer o-ring were contaminated, the interconnect flex was creased and the caution label missing. (B)(4).